Event description:
Company representative reported "rupture". Company representative later reported "no complaints against the device". This record is for the right side. Device was explanted.. This record is no longer reportable and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6b, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.